Event description:
The surgeon had difficulties dilating the iliac arteries bilaterally. Access was obtained by conduit approach. External and internal iliacs were ligated and bilateral stents were placed in the limbs. The jacked guard could not be removed and the device was dismantled to facilitate removal. The pt expired six hours post procedure, approximately fifteen minutes into a post-op dialysis procedure.